Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had fired prematurely due to a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.

Event description:
Mom reports a pod with a needle that never retracted. During the use of pod, customer's bg's rose from 178 to >400 mg/dl. They removed and replaced the pod to correct. Returned suspect pod for eval.